Event description:
During a breast biopsy procedure, it was too hard to push the release button and could not mark. Another three devices were in a similar way. Another device was used to complete the case. There were no adverse consequences to the pt. One device is returning. Affiliate reference number is bc2005-0066.